Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option cemented femoral component size e left, catalog #: 00599601551, lot #: 61124846. Nexgen standard cemented all poly patella 35mm, catlaog #: 00597206535, lot #: 61113009. Nexgen stemmed nonaugmentable option tibial component size 5, catalog #: 00598604701, lot #: 61047446. Palacos rg bone cement 1x40 single, catalog #: 00111314001, lot #: 67014193c. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address pain approximately four (4) years post-operatively. Revision operative notes noted that the femoral and tibial components were found to be well-fixed without evidence of loosening. A synovectomy and lysis of adhesions was performed and the articular surface was removed and replaced. No intraoperative complications were noted. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Medical records provided confirmed the patient was revised for persistent pain. Radiographic review identified maintained alignment of the knee implants with cement extravasation between the proximal tibia and fibula as well as progressive osteopenia. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.